Manufacturer narrative:
See correction to d4: UDI.

Manufacturer narrative:
The device referenced in this report was discarded and not returned for investigation. Therefore, a physical investigation of the device was not possible. According to the instructions for use (IFU), during the use of the c2 plus coronary intravascular lithotripsy (ivl) catheter, both ventricular fibrillation (v-fib) and cardiac arrest are identified as possible adverse events. There was no device problem reported with the adverse event. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient underwent a chronic total occlusion (cto) procedure with a shockwave c2 plus coronary lithotripsy (ivl) catheter. Prior to the procedure, a dual coronary angiogram was performed, and it showed that the target lesion in the mid right coronary artery (rca) and long segments distal and proximal to the cto have significant disease. Access to the occlusion was made via a retrograde approach. The target lesion was pre-dilated with a 2.0 x 20mm compliant balloon and followed by a 2.5 x 15mm non-compliant (nc) balloon. Intravascular ultrasound (ivus) showed areas of circular calcification throughout the diseased segment of the rca. A shockwave c2 plus coronary intravascular lithotripsy (ivl) was introduced to treat the calcification. After the ivl successfully delivered 70 pulses between the distal and proximal zones of the cto, the patient suddenly experienced ventricular fibrillation (v-fib) and cardiac arrest. The patient was immediately defibrillated, and sinus rhythm was restored within two minutes. The physician attempted to provide additional pulses however, after the first pulse was delivered, the patient encountered another v-fib and cardiac arrest. The patient was once again provided defibrillation and successfully recovered. The physician did not provide additional ivl treatment, but the physician just post-dilated the target vessel with an nc balloon and implanted stent from the ostium to the posterior descending artery and good results were achieved.